Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, when the implantable pulse generator (ipg) was implanted the device would not pace. The ipg was removed and replaced with a different device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #analysis information -- 2015-(B)(6), 20:37:28 cst pli# 10 product ID# a3dr01, 2015-(B)(6), (B)(4): the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.<(><<)>end> (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.